Manufacturer narrative:
See scanned pages.

Event description:
Journal reference: derost, et al. "Is dbs-stn appropriate to treat severe parkinson disease in an elderly population?" Neurology 2007; 68;17; p 1345-1355. This is a study comparing the effects, safety and quality of life in patients younger than 65 and those 65 and older. Patients were followed for up to 2 years after surgery. Patients experienced dysarthria post dbs system implant.